Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had 'no volume'. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported no volume, which was reproduced at power up. The no volume condition was verified and found during a visual inspection to be caused by the rear case flex which was not properly clamped down. The rear case flex was properly secured to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.